Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual evaluation it was noted that there are circular abrasions on the distal end of the device. The device was not received assembled to an ar-9676. -the most likely cause is attributed to misuse due to interference with the mating instrument.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that (2) ar-9676 angled reamers were bent when trying to ream. This occurred during a reverse total shoulder arthroplasty, the patient had hard bone, and there was no patient effect reported. Additional information provided on 08/17/2022 via sems, it was reported that (2) ar-9597-20 angled reamer sleeves spot welded to the shafts. The patient had hard bone, and it seemed to stop, and get stuck.